Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device displayed a blue screen error and entered recovery mode with the message "system in recovery mode, pc cannot start properly." The unit subsequently went offline in rss. The issue occurred during an active surgical procedure, requiring staff to manually obtain medications from the pharmacy. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a blue screen and remote support service was offline. A field service engineer reimaged the drive and configured the windows network and time settings. Performed a full synchronization, and the customer verified that the system was operational. The system functioned as intended after the field service engineer repaired the device.